Event description:
Follow-up informaation provided by the surgeon indicates that he does not believe the intraocular lens (iol) malfunctioned. The growth of epithelial cells between iol's is a pathological phenomena that occurs with acrylic and pmma lenses as well. The surgeon is aware that the use of two lenses in one eye is not included in the labeling for this product.